Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002: device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: is the device available to be returned for evaluation? If so, please provide the status of the return sample and any available tracking information. Was the device used on a patient? If so, was there any patient consequence? How was the product purchased? Is there an indication of how the product was distributed? Is there any indication of the source? Based on the packaging, is there any indication of which the original genuine product may have come from? D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photo shows a box with printed product code w6935, lot number jgm282. The expiration date printed on box is incorrect. Overall the package was confirmed as a counterfeit product and diversion due to several visible errors. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device jgm282 / xzw6935 batch number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. Before use on the patient, parallel import case in pakistan. During the visual analysis of the photo, the photo shows a box with printed product code w6935, lot number jgm282. The expiration date printed on box is incorrect. Overall, the package was confirmed as a counterfeit product and diversion due to several visible errors. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There were no adverse consequences reported. Additional information was requested.